Manufacturer narrative:
(B)(4). The device was manufactured november 12, 2015 ¿ november 13, 2015. The device was received for evaluation. Visual and microscopic inspection were performed and revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition was not determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume intermate ruptured. This occurred during manual filling of the device with a 60ml syringe of sodium chloride solution. There was no patient involvement. No additional information is available.